Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants being badly infected".

Event description:
Company representative reported on behalf of healthcare professional right side implant exchange from textured to smooth due to the patients concerns with the product and "implants being badly infected". Manufacturer of the device is unknown. Device has been explanted.